Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no harm to the patient, the capsule was snared out of patient, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The delivery system will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. (B)(4) delivery system was received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found broken plunger. The customer reported they had a (B)(6) procedure. The reported condition was confirmed. The investigation found the plunger rotated more than 18. The investigation identified the cause of the reported event to be user mishandling. The user has contradicting the instructions for use (IFU). The IFU states: pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it. If information is provided in the future, a supplemental report will be issued.